Manufacturer narrative:
On 5/12/2016 we have requested the device be returned to the manufacturer. To date, we have not received the product. Device not returned to the manufacturer.

Event description:
On (B)(6) 2016 - the consumer alleges that the product caught on fire. Consumer claims that her back was burned and has 2 small blisters. Medical attention was received.